Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0w7ga, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported that they were experiencing intermittent therapy. The patient had experienced a loss or change of therapy. The patient was programmed last week and she felt stim, but yesterday she didn't feel stim. And she had some leakage. Therapy seemed to be working today. The patient didn't know if she needed to keep the patient programmer on for her therapy to work. Patient services told caller that if there is urinary relief, then stim. Sensation isn't necessary. Also patient programmer doesn't need to be on her for therapy to work. The patient was currently in program #2 at 5.50 the patient did not feel stimulation. The patient lost relief yesterday. Event date: (B)(6) 2015. Indications for use were noted as: urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.